Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with naked eye and magnification and found broken occluder feet. Clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed and noted broken occluder feet (leak through the set). The reported condition was verified. The cause of the condition was determined to be damaged component due to the broken occlude feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked during use. No cleaning solution or disinfectants are used on the transfer set. No tools were used to open or close the transfer set. The patient opens and closes the transfer set. The leak occurs while the transfer set is closed. There was no patient injury or medical intervention associated with this event. No additional information is available.